Manufacturer narrative:
E: phone number: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch lock test failed. The unit did not display a status change informational banner when the latch was locked and unlocked. With the cassette attached, latched, and locked, the attempted infusion was halted, and a 'cassette not locked' alert message was displayed. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 10-jul-2025. H3: one device was received for evaluation. Service history review identified no previous repairs. The customer reported issue was confirmed and the flex sensor was replaced to fix the issue. Further investigation identified a damaged downstream occlusion (dso) seal. The dso seal and labels were replaced. A uso/dso sensor calibration plus the performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.